Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) high out of range shock impedance measurements and low amplitude on the right ventricular (rv) lead. A code 1004 indicative of a short circuit condition during shock delivery was triggered. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. The physician opted to schedule a revision in two weeks. No adverse patient effects were reported. This device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc), high out of range shock impedance measurements and low amplitude on the right ventricular (rv) lead. A code 1004 indicative of a short circuit condition during shock delivery was triggered. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. The physician opted to schedule a revision in two weeks. No adverse patient effects were reported. This device system remains in service. Further information was received that this device was explanted and replaced due to charge times issues. The rv lead was surgically abandoned. No additional adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc), high out of range shock impedance measurements and low amplitude on the right ventricular (rv) lead. A code 1004 indicative of a short circuit condition during shock delivery was triggered. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. The physician opted to schedule a revision in two weeks. No adverse patient effects were reported. This device system remains in service. Further information was received that this device was explanted and replaced due to charge times issues. The rv lead was surgically abandoned. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies/an arc mark on the device case. Review of device memory found a shorted lead error (code 1004) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc), high out of range shock impedance measurements and low amplitude on the right ventricular (rv) lead. A code 1004 indicative of a short circuit condition during shock delivery was triggered. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. The physician opted to schedule a revision in two weeks. No adverse patient effects were reported. This device system remains in service. Further information was received that this device was explanted and replaced due to charge times issues. The rv lead was surgically abandoned. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Corrected fields: h11 additional MFR narrative. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1004) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. This device operated as designed in the presence of a compromised defibrillation lead.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc), high out of range shock impedance measurements and low amplitude on the right ventricular (rv) lead. A code 1004 indicative of a short circuit condition during shock delivery was triggered. Boston scientific technical services (ts) was consulted and device and lead replacement was recommended. The physician opted to schedule a revision in two weeks. No adverse patient effects were reported. This device system remains in service. Further information was received that this device was explanted and replaced. The rv lead was surgically abandoned. No additional adverse patient effects were reported.